Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 75-80% stenosed, 32-33mm x 2.5-2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. After a 6f non-bsc guide catheter was engaged in the ostium of the lad and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x10 non-bsc balloon catheter and a 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during advancing, resistance was encountered and even more resistance was encountered as the device was negotiating the lesion bend. The physician decided to remove the device to perform pre-dilatation once again; however, upon removal, it was noted that the stent strut was damaged and partially lifted. Another 2.75x38mm promus element ¿ long drug-eluting stent was deployed followed by post-dilatation with a 3.0x12 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows distorted bunched and lifted distally from the stent profile. The crimped stent outer diameter (od) on the undamaged side was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 75-80% stenosed, 32-33mm x 2.5-2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. After a 6f non-bsc guide catheter was engaged in the ostium of the lad and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.5x10 non-bsc balloon catheter and a 2.75x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, during advancing, resistance was encountered and even more resistance was encountered as the device was negotiating the lesion bend. The physician decided to remove the device to perform pre-dilatation once again; however, upon removal, it was noted that the stent strut was damaged and partially lifted. Another 2.75x38mm promus element ¿ long drug-eluting stent was deployed followed by post-dilatation with a 3.0x12 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.